Event description:
The unit emitted smoke. Inspection revealed no defect. The event could not be duplicated. No deaths or serious injuries were reported. This report is being made to comply with regulatory letter 90-dt-12.